Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (severe calcification with severe interior, tortuous common iliac's), conclusions: device failure/lack of effectiveness related to patient condition (severe calcification with severe interior tortuous common iliac's)

Event description:
An aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is severe calcification with severe interior, tortuous commor. Iliac's. The physician stated that the patient was not a good surgical candidate with kidney and renal problems. It was reported that the physician inserted the stent graft knowing that access was going to be difficult. However, the physician was unable to advance the device to the intended landing zone. The physician removed the stent graft from the patient and elected to convert the patient to open surgical repair. The surgical procedure was successful and the patient was reported to be doing fine. No additional sequelae were reported.